Event description:
Revision occurred approximately 4 months after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 mm centered glenosphere, 36 mm + 3 standard humeral cup, and 9 mm spacer were explanted. These items were replaced with a 40 mm eccentric glenosphere, 40 mm + 9 standard humeral cup, and 9 mm spacer.

Manufacturer narrative:
Revision occurred after 4 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.